Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return and observed that the cooling fan was defective and was not running. It was further noted that though the stylus was working correctly it was damaged, that the keyboard had minor damage near the latch, though it was considered acceptable and that errors were found in the software updates. The device was cleaned, the cooling fan and stylus were replaced and the stylus calibrated, new software was installed and the device then passed its electrical safety test as well as all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while uploading the programmer generated an "overheat" warning. The programmer has not been returned for service. There was no patient involvement. It was further reported that the product had been returned to service.